Manufacturer narrative:
The condition of failure code 810:11 was confirmed through the evaluation due to the pump's air in line printed circuit board being out of calibration. The air in line printed circuit board was calibrated to correct this condition. Should additional information be received, a follow-up medwatch will be submitted. (B)(4).

Event description:
During review of the event history it was determined that failure code 810:11 occurred during delivery causing an interruption of delivery. There was no patient involvement, patient injury, or medical intervention related to this device. This device utilizes user interface module master software version 6.13.90 categorized as remediated.